Event description:
On 01. Mar 2023, biotronik ag was informed that on (B)(6) 2020 a patient with a 3-vessel disease was admitted to (B)(6) for treatment. Invasive diagnosis revealed an ostial rca stenosis, suspicion of relevant plaque in the area of the lad as well as higher grade cx stenosis (75 and 95 percent, respectively). The left main (lm) was described as unremarkable, but angiographically clear calcification with presumed plaque is perceived, which angiographically does not imply stenosis greater than 50 percent. It is described that the cx stenosis could not be treated primarily by stents after pre-dilatation and 2nd wire. Three des (resolute integrity, 2x synsiro) were attempted, with two stents likely stripped off in the lm; these are presumably the two synsiro stents. It is reported that the patient died during the intervention [vessel occlusion (thrombus)]. The affected devices were not available for technical investigation. The responsible sales representative is currently in exchange with the hospital to obtain further case-related information. The other synsiro drug eluting stent system is reported separately. No lot, model, size details available for the stent.

Manufacturer narrative:
Combination product: yes. (B)(6) 2023 device information added. Date of event corrected to (B)(6) 2021. On (B)(6) 2023 the angiographic material was provided and the case were re-opened and re-evaluated. The affected instruments were not returned were still not returned. The angiographic material shows the left and right coronary artery, the positioning of guidewires and the use of an unspecified instrument. In the last sequence it appears as if two stents are visible at the ostium of the lm. The actual complaint events (i.e. Stent dislodgement) and the reported subsequent vessel occlusion are not visible. The angiographic material does therefore not contain further relevant information regarding the root cause of the complaints. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. Neither the affected instruments nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.